Event description:
It was reported that the patient presented to the emergency department with a driveline power fault alarm. The log files noted driveline power fault and controller fault alarms on (B)(6) 2023 starting at 5:10 pm. There were also a few power line issues noted on (B)(6) 2023. The system controller and modular cable were replaced, and the alarms resolved.

Manufacturer narrative:
Related MFR # 2916596-2023-02748 covers the driveline power faults on the modular cable no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of the patient experiencing driveline power faults active on the controller. The system controller was returned and evaluated at abbott and was returned in unremarkable physical condition and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained combined overlapping data spanning approximately 10.5 days ((B)(6) 2023 ¿ (B)(6) 2023). The log file captured controller internal faults coincident with an ocp_a_open fault flag as well as a driveline power fault coincident with an ocp_a_open fault and pwr_a_broken fault flags active beginning on (B)(6) 2023 to the last event of the log files. The ocp_a_open fault flag is consistent with fuse a being electrically compromised. The alarms did not resolve on their own and pump speed was not affected by the alarms. During the evaluation, the controller was functionally tested and when connected to the returned modular cable, the controller had an active driveline power fault active, confirming the reported event. The electrically compromised fuse was replaced and the controller was able to operate on a mock circulatory loop for an extended period of time with no issues or atypical alarms active. The reported event could not be correlated to an issue with the system controller as the root cause of the reported event was determined to be due to severed wires within the modular cable electrically shorting to one another, causing a driveline power fault alarm. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: ((B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.